Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was deactivated by cu at the end of first prime. The pdm provides cu the option to stop activation process on first prime. This will deactivate the pod before second prime, when needle mechanism would be deployed. The device worked as intended, but was deactivated before needle deployment.